Event description:
Material #309657 lot #unknown. It was reported that the bd luer-lok had leakage at the luer connection. The following information was provided by the initial reporter: customer states that bd syringes are leaking at connection site when connected to bd needles at their xxxxx. Staff using these products claim they are using them according to IFU and that they have not had this problem before. Leakage requires use of multiple syringes/needles for use on patients.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.